Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure the surgeon was not familiar with the preloaded device and had a few unsuccessful attempts in trying to implant the lens. The surgeon observed the lens through the microscope and could see that it had been damaged by the injector. Another lens was implanted instead. There was no reported harm to the patient. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of an unspecified viscoelastic. It is unknown if a qualified product was used. The root cause may be related to a failure to follow the dfu. Information was provided that the surgeon and the block coordinator had not been trained on the device and attempted to use after reading the dfu. Based on the following information the dfu may not have been followed. The viscoelastic should be added before the lens stop is removed. There is only one insertion area for the viscoelastic. ¿after the seal had been removed, the viscoelastic was injected into the injector holes. The surgeon tried to inject iol twice, without success.¿ the manufacturer internal reference number is: (B)(4).